Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on the past similar cases, it is known that the buckled needle breaks if straightening force is applied to the buckled needle. The instruction manual of the device warns the user ¿when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿

Event description:
Olympus was informed that during a endobronchial ultrasound (ebus) procedure, a portion of the needle broke off and fell into the patient. An x-ray was performed to locate the device fragment; however, efforts were unsuccessful and the fragment was not retrieved. It was reported that prior to the breakage the device had completed two successful passes. There were no issues or difficulties either inserting or withdrawing the device at any point in the procedure. There was a low degree of angulation in the scope when the needle was inserted. No other issues or unusual phenomena occurred during the procedure. The intended procedure was completed. The patient¿s current condition is stable with no bleeding and no cough. Additionally, the device was inspected prior to the procedure with no anomalies.